Event description:
It was reported occlusion alarms occurred, which prompted a visit to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU). Customer could not recall their blood glucose (bg) level. The customer did not remember what treatment was received but it resolved the issue without causing any injury or permanent damage. Customer was discharged on (B)(6) 2026. Reportedly, the customer could not recall how they addressed the occlusion¿s but was able to resume insulin therapy on the pump.